Manufacturer narrative:
The device associated to the complaint were not returned for analysis. The lot number provided for product code 952211500 was not a valide product code, therefore, nor a DHR review neither a complaint date base review can be performed at this stage. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broach handles were roughened up on the handle near the strike plate. This has caused sharp shards of metal on the broach handle which could tear a surgeon's gloves whilst operating.